Event description:
A patient lost stimulation following a fall. Impedance greater than 3600 ohms was noted. Following a physician mode recharge (pmr) on (B)(6) 2010, communication was lost between the patient programmer and the rechargeable device. Following the pmr, the patient did not fully charge their implanted neuro stimulator. Overdischarge was noted as being due to patient compliance. It was recommended that further pmrs be performed. The patient's outcome was not reported.

Manufacturer narrative:
(B)(4)